Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime process, as well as motor position encoder error. He rewound the device and when he reached the prime step, the insulin pump alarmed motor error. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed self-test and no unexpected check settings alarm noted. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. No unexpected low reservoir alarm noted. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to confirm error alarm in alarm history due to history file was overwritten. No cosmetic damage noted.